Event description:
On (B)(6) 2009, pt reported he awoke to his infusion device alarming e4 (occlusion) during his basal delivery. He stated he looked at his manual and followed the instructions to remove the insulin cartridge. Pt reported he went through the change the cartridge process and untwisted the adapter and slowly removed the insulin cartridge. Pt stated he then moved the infusion device in an upside down position and the black piece of the piston rod fell out of the infusion device. He stated that when he removed the insulin cartridge it came out just fine. Unable to troubleshoot the e4 (occlusion) since the piston rod is broken. Advised that adapter should be changed with every 10th cartridge change. Pt reported he will switch to his backup infusion device at this time. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.